Event description:
It was reported that there was a loss of stimulation/therapeutic effect and the lead was replaced. The impedances were measured, x-rays were taken, and the patient was reprogrammed. It was also stated that the implantable neurostimulator (ins) seemed to migrate toward the skin. The ins was moved to the left side. It was further stated that the patient experienced erosion, pain, redness, swelling, and had less than 50% relief. Additional information received reported that therapeutic effect was no longer being maintained and the patient was doing well.

Manufacturer narrative:
Product ID 3093-28, lot# v940070, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).